Event description:
Customer contacted haemonetics on (B)(6) 2011 reporting a blood spill within their orthopat machine. The issue was noted after use. No donor injury or reaction. No operator injury was reported.

Manufacturer narrative:
Customer contacted haemonetics on (B)(6) 2011 reporting a blood spill within their orthopat machine. The issue was noted after use. No donor injury or reaction. No operator injury was reported. Eval of the returned device confirmed the reported blood spill. Issue caused damage to the power supply and various other components. (B)(4).